Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient complained of pain and drainage at the driveline site. The driveline was cultured on (B)(6) 2016 and was positive for (B)(6). The patient was started on doxycycline on (B)(6) 2016 and switched to cephalexin on (B)(6) 2016 for 45 days. No further information was provided.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2017. The patient status had been upgraded on the transplant list due to the driveline infection.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications.